Event description:
Patient reported "deflation", "implant exchange from textured to smooth due to concerns with the product". Later healthcare professional reported "deflation", "exchange from textured to smooth due to concerns with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation. Clarification d6a implant date: patient provided a partial date of implant as, "2000 or 2001" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.